Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: during the investigation, the pump powered on to a blank display screen. The pump cover was opened and no defect was found to the display connector. A test display was installed, suggesting a failure of the display flex. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.